Manufacturer narrative:
The doctor did not provide any details about the treatment or when it occurred, but it is assumed the patient underwent successful treatment to complete the procedure because the specialist requested monetary compensation. The product was returned from the customer. A visual inspection was conducted which indicated that the tip of the file was broken but the cause of the break could not be established.

Event description:
It was confirmed with the doctor that the file was broken during a root canal procedure and the patient had to go to a specialist for further treatment.